Event description:
The medwatch received states that a pt received a small burn while an unk type of covidien generator was in use during a procedure. The burned area was described as being near the incision site. The electrosurgical unit (esu) settings were 10 coagulation and 10 cutting. The unit was removed from the surgical area and the procedure continued. The customer has been contacted in order to obtain add'l info regarding the incident. To date, the customer has not made add'l details regarding the incident available.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the unit is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.